Manufacturer narrative:
Date sent to the FDA: 8/26/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted three defects which were marsupialized into a single defect. Adhesions of the omentum to the undersurface of the fascia were taken down with cautery. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2007 and (B)(6) 2008 which is captured in a separate files. No additional information was provided.